Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the pt experienced a dehiscence. The pt was operated on a thursday and on sunday they felt a ventral hernia. Went in on wednesday and noticed that the sutures came untied. Delay was over 30 minutes. No blood loss reported.